Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) defibrillation lead exhibited poor sensing values. It was noted the terminal tool provided with the lead was not used to extend the helix; a surgical instrument was used instead. To reposition the lead, the terminal tool provided with the lead was used to retract the helix. However, the helix could not be retracted with the tool, so another terminal tool was tried, also without success. Finally, the helix was retracted using the same surgical instrument. A new lead of the same model was then implanted, with no further issues reported. The attempted lead was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted the lead body was slightly twisted, and the helix was fully extended with dried blood in the helix housing. Electrical testing was then performed, and the lead failed on the rate/sense negative (rs-) conductor coil, indicating a fracture. Additionally, a stylet inserted into the lead became stopped 7 mm from the terminal pin. The helix was not able to be retracted with the terminal pin. An x-ray was performed and confirmed the rs- conductor coil was deformed and all wires were fractured just distal of the terminal pin. Laboratory analysis determined the deformed and fractured conductor coils found on the lead, and the inability to retract the helix during the implant procedure, were most likely caused by over-torque of the helix mechanism.